Event description:
Customer reported that the insulin pump's screen was cracked. Customer stated that this damage occurred as a result of the inulin pump hitting the ground. Customer reported that the insulin pump's display was scrambled and could not be read. Blood glucose level was 178 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.